Event description:
It was reported that a clearlink catheter extension set was leaking from the tubing. This occurred during a radiographic planning scan using contrast medium. There was patient involvement. No injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation contaminated with blood. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Because the device was contaminated, no additional tests were performed on the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A retention sample was also evaluated. Visual inspection and gravity (leak) testing were performed with no leak detected; the retention sample was found to meet specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.